Event description:
Consumer applied patch on neck and wore product for 5 hours according to directions. When he removed patch it removed some skin from patch site. Doctor at ER told him it was the patch's adhesive rather than a burn and gave him a prescription for antibiotics.